Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain 3 of 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the hp disconnected and reconnected. The hp cycled power and went to end of therapy. The tsr assisted hp to retrieve the cassette. The tsr advised the hp to let the nurse know about the alarm. The patient was involved but there was no patient injury or medical intervention reported. Product surveillance was contacted by the caregiver (cg) on (B)(4) 2012, regarding the system error 2240. Baxter asked the following question ?did the patient line become separated from the transfer set? And the cg replied ? Yes?. The cg stated that the hp was frustrated in the middle of the night and yanked it apart. The cg stated that therapy was ended after that event. Therapy had been going well recently. There was no patient injury or medical intervention reported. No further information available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The problem was confirmed and the cause was use error. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate. This issue is being investigated through CAPA.